Event description:
Since having the essure procedure I have been in constant pain that is only getting worse each day. I have cramping in my uterus and entire pelvic region through my back and sometimes down my legs. The pain is even more extreme during ovulation and my monthly cycle.